Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hiatal hernia procedure 3 devices malfunctioned. 2 of them, the jaws would not open. They were stuck closed so the tech could not replace the needle. They had to open another device. The third had a problem toward the end of the procedure. The physician removed the needle that was stuck in the patient. Device component fall into the cavity of the patient. It was retrieved with graspers. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there was no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.